Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -6.0 diopter was implanted as a replacement into the patient's right eye (od) on (B)(6) 2023 due to low vault and refractive surprise. The problem was not resolved.

Manufacturer narrative:
A4-a6:unk. H6: off-label use acd<3.0. Claim# (B)(4).